Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedances on the right ventricular (rv) lead. The impedances were less than 200 ohms. Programmer testing confirmed the low impedances values and also noted there was inconsistent capture at maximum outputs. An x-ray was performed which did not reveal any abnormalities. The rv lead was surgically abandoned and replaced. This pacemaker remains in service. The source of the observations was not conclusively identified. No additional adverse patient effects were reported.